Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 15-nov-2017. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ("I may have developed disorders and pathologies") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (implants will be removed). At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter commented: the consumer is going to have her implants removed because it's the only way to know if this is related. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-nov-2017 for the following meddra preferred term: adverse reaction. The analysis in the global safety database revealed 5 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Reported lot number nda 210966582 is invalid. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2017: after a company internal review, company causality comment was amended incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(6). This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ("I may have developed disorders and pathologies") in a female patient who had essure (batch no. Nda 210966582 (invalid)) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery (implants will be removed). At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter commented: the consumer is going to have her implants removed because it's the only way to know if this is related. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: adverse reaction: n° 5 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.